Event description:
It was reported that cgm displayed error message 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer began pump reset independently, then worked with technical support to turn pump back on and reconnect cgm session, declined further assistance while reloading cartridge to resume insulin, and successfully started new sensor session with no repeat of the error.